Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 587 mg/dl, which she treated with manual injection. The customer declined troubleshooting for high blood glucose. During button error troubleshooting, the customer stated that the up arrow button was stuck and the screen kept scrolling. The customer confirmed the time on the screen was advancing. It was advised to discontinue the use insulin pump and revert to a back-up plan the device will not be returned for analysis.